Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: company representative should be unmarked. Additional information added to field d8, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, and since the device was not returned for evaluation it is likely that e102 error occurred because a non-olympus lamp was installed. However, we could not identify a definitive root cause of the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the light sourced displayed an e102 error message. The issue occurred during a procedure. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. An olympus field service engineer (fse) visited the site to evaluate the device. The fse cleaned the inside of the device, replaced the lamp and reset the lamp life hour meter. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.